Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: needle holes over the needle guard were noted. The valve was hydrated. The valve was tested for programming and the valve passed the test. The valve was flushed, and the valve passed the test no occlusion was noted. The valve was leak tested and the only leaked from the needle holes over the needle guard. The siphon guard was tested and passed the test. The valve was reflux tested and the valve failed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the housing on the spring, on the spring pillar, on the ruby ball on the seat of ruby ball and on the base plate. The root cause for the pressure issue is due to the biological debris found on the spring, on the spring pillar and on the ruby ball, the biological debris was not letting the ruby ball sit correctly. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve could not be reprogrammed and was revised. The valve was implanted on (B)(6) 2018 via lp due to idiopathic normal pressure hydrocephalus. The initial setting was 100mmh2o. Earlier in (B)(6) 2018, the setting was changed. Then a few months later, it was confirmed that the setting changed by itself and the surgeon attempted to change back the setting. However the setting did not change. The patient started to have difficulty walking from (B)(6) 2019. The surgeon attempted to change the setting by using neodymium, but the setting did not change. Therefore, a revision surgery was performed on (B)(6) 2019. The setting of the removed complaint valve was 120mmh2o. Another valve was used. The physician commented that the patient has gained weight since the initial implant, which could have caused the valve sinking in the body or protein adhering to the valve. During the surgery, the lumber catheter was confirmed to be kinked and there was no flow. So the kinked part was fixed and the flow was confirmed. Also the flow in the valve was checked during the surgery by angiography, and no flow confirmed.